Event description:
It was reported that: it was reported that: the dilator did not peel-away correctly on removal. One of the wings broke off at its base. The sheath was removed in its entirety. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4), the report of a peel-away sheath tearing incorrectly was confirmed through complaint investigation of the returned sample. The customer provided one photo for evaluation. The report of a peel-away sheath torn incorrectly was able to be confirmed by the photo. The customer returned one peel-away sheath for analysis. Signs-of-use in the form of biological material were observed on the sheath. Visual analysis revealed that one peel-away sheath tab was separated from the extrusion. Despite this, a portion of the proximal end of the peel-away extrusion was still molded to the tab. The point of separation appeared stretched and jagged. Both blue score lines were still partially attached from the location of the damage to the distal end. The sheath length from the tabs to the distal tip measured 2 3/4" via calibrated ruler, which was within the specification limits of 2 5/8" - 2 7/8" per the catheter peel-away product drawing. Functional testing was not required as part of this complaint investigation due to the condition of the returned sample. A manual tug test confirmed the remaining tab was fully secured to the sheath body. A device history record review was performed, and a finding regarding an out-of-spec dimension was identified for part number eb-01041-002/ batch 34c22c0034, for which further investigation was initiated. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: it was reported that: the dilator did not peel-away correctly on removal. One of the wings broke off at its base. The sheath was removed in its entirety. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4).